Event description:
The pump was returned for service where a failure code 807:01 was found in the event history. The biomed reports to baxter technical support that it is not known if the pump was hooked up to patient when the failure occurred. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.